Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer confirmed decision not to return pump, and no additional actions or resolution details were reported.